Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation group was unable to confirm the reported failure mode. The instrument was placed on the in-house da vinci robot system and it passed the intuitive motion test. Additional observation not reported by site was main tube damage. The distal end of the main tube exhibited various scratch marks with light material removal and a rough surface finish. The scratches were short in length and were not aligned with the tube axis. Failure analysis concluded that damage was likely due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the main tube damage found during failure analysis if to reoccur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si surgical procedure, the customer noted that the prograsp forceps instrument was not intuitive. No patient harm, adverse outcome or injury was reported.